Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not communicate with their programmer or recharger, and an overdischarge was suspected. This was said to be the device¿s first overdischarge. The patient symptom associated with the event was a less than 50% therapy relief in their lower back. The patient met with a manufacturer representative, and the overdischarge was confirmed. The cause of the overdischarge was that the patient ¿lost track of time.¿ a physician mode recharge was performed, which successfully reset the device. The associated power on reset was cleared, and afterward the patient was said to be doing well and receiving effective therapy. Additional information was received indicating that the patient wanted the stimulator explanted due to lack of relief. The system was explanted on (B)(6) 2014. There was a less than 50% relief. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator analysis resulted in the ins being functionally okay, with insignificantly anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger, product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# serial# unknown, product type: accessory. Product ID: 3550-39, lot# serial# unknown. (B)(4).

Event description:
Additional information as reported indicating that it was suspected that the lead explant on (B)(6) 2014 was related to the overdischarge on (B)(6) 2014. The por was cleared after the discharge. It was noted that there were generalities of overall demeanor of being unhappy about health. The patient was not happy with several issues including the stimulator.